Event description:
Customer reports patient who reportedly, received result of hi on the inform system and was given 5 units regular insulin, based on the device result. Lab value of 53 mg/dl was drawn at the same time. Controls were run and in range. Requested return of suspect device and replacement was sent.